Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 25 mg/dl. Customer stated that the insulin pump had blank display. Display did not returned. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display or frozen screen anomaly noted. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was off the insulin pump for greater than 48 hours. Customer started taking shots and could not control glucose levels.